Event description:
The manufacturer received information alleging a red lamp and a high-level alarm did not stop sounding. The name of the alarm was unclear. There was no serious patient harm or injury that occurred or was reported. Sales rep confirmed that the screen did not change from the sandglass indication screen and suddenly turned black, then the alarm repeatedly occurred. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated. No log was displayed when read log was executed to acquire the error log with trilogy evo service diagnostic & test tool and that "0.00.00.00" was displayed on the software version information. The device's display board was replaced to address the issue.